Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B1, h3: upon further review of the event and the additional information received (b5), there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. Furthermore, there is no evidence to suggest that the reported device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2019. As reported, the additional small incision made was an enlargement of the original access site.

Manufacturer narrative:
Concomitant products: cordis 6 french bright-tip sheath, terumo angled guidewire. Occupation: unknown. (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of a fistula, an advance 35 lp low profile balloon catheter was unable to be removed from another manufacturer's 6 french sheath after the balloon was deflated. A hand-held syringe was used to deflate the balloon a second time and negative pressure was maintained. The patient's anatomy was not unusual. The sheath was reported to be flared at the tip and the user had to make a "small incision" in the arm to remove the balloon and sheath. The patient is reportedly "fine". A dressing was applied and the patient went home the same day. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.